Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus and evaluated. The reported phenomenon (e117) was not confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: dust inside the unit; minor scratches on the top cover, chassis and front panel; corrosion on the rear panel; heat spacer has minor hit marks but no damage; and external board has minor corrosion. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The olympus field service engineer (fse) visited the user facility to inspect the concerned device. The fse confirmed the device displays error e117. Additionally, the fse reported the touch screen is not functioning, however, sometimes is working okay. Also, the fse is not able to complete ¿white balance¿ check. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsi) was informed that the customer found the visera 4k ultra high-definition camera control unit was giving an e117 error code during a general maintenance performed by the customer. No patient or procedure involvement was reported to olympus.